Manufacturer narrative:
An investigation was conducted: customer quote for brevera disposable device that ¿we are reporting an issue regarding an eviva biopsy device that was damaged during a recent biopsy procedure¿ ¿once the tip of the needle was visible, we observed that it was bent and twisted, and that the introducer had become compressed against the guide¿. There was no harm to the patient, and the procedure was completed successfully with the same device. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted and revealed that the cannula was bent and the sheath was damaged. Consistent with the initial evaluation, the visual inspection detected that there were signs of physical damage, the introducer sheath is damaged. Based on this observation, the complaint was confirmed. Since the unit was visually verified, functional testing was not required. The investigation determined that the most probable root cause of the complaint consists in the cannulas being bent and the protective sheath being damaged. The investigation involved a comprehensive review of device history records, complaint data, risk assessments, and testing results. Incoming quality inspection processes are implemented to prevent recurrence of similar events related to the protective sheath issue, to ensure the device complies with established standards and performs as intended. Conclusion: the reported issues have been confirmed, and the most probable root cause has been identified. A comprehensive review was conducted, including device history records, complaint data, and risk assessments. The investigation suggests this is not a recurring issue within the product family, system, or failure mode referenced in the complaint. CAPA/hra/ncr/scar are not deemed required at this moment by this event. Future events will be monitored and trended. Complaint confirmed: yes device history record (DHR) review: the DHR was reviewed for the corresponding lot, and no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified.

Event description:
It was reported that during an eviva procedure on (B)(6) 2025, "the device was set up and initialized without any errors prior to the procedure. The biopsy was completed following our standard protocol, and an adequate tissue sample was obtained. Everything appeared normal to this point. When the radiologist attempted to remove the needle, she encountered resistance and observed the breast pulling and tenting outward. She then manually backed the device out using the knob. Once the tip of the needle was visible, we observed that it was bent and twisted, and that the introducer had become compressed against the guide. The patient did not report any pain, and no signs of injury were noted. There was no exit point on the patient to indicate that the needle hit the back plate. Our radiologist reviewed the images but found no explanation for the damage to the needle."